Event description:
It was reported that, the sureform 60 stapler had unintuitive motion. No known impact or patient consequence was reported.

Manufacturer narrative:
As of the date of this report, the sureform 60 stapler has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.